Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown or unavailable, or unchanged. (B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 02/24/2017 as follows: patient was allegedly treated for blood clots in left leg and claims to have received an implant on (B)(6) 2015 and that there were three attempts to retrieve the device. Patient is alleging tilt, vena cava perforation, piece broke off in artery wall. (B)(4).

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog # is unknown the 510(k) could be either k090140, k112119 or k121057. MFR date unknown as lot # is unknown. Investigation is still in progress.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015." It is alleged that "the filter tilted and perforated and is unable to be retrieved." Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog#: unknown but referred to as a cook günther tulip filter. Expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k090140, k112119 or k121057. Unknown as lot# is unknown. (B)(4). Summary of investigational findings: investigation is based on event description only, as no imaging is provided. It would be inappropriate to speculate at what may or may not have occurred based on the limited information made available to us concerning "filter tilted and perforated and is unable to be retrieved". Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter perforation of the vena cava wall is a known risk reported in the published scientific literature. Also, published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description according to short form complaint filed: it is alleged that "[pt] received a gunther tulip filter on (B)(6) 2015". It is alleged that "the filter tilted and perforated and is unable to be retrieved". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.